Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The information received suggests that air in line was identified by the user during a chemotherapy treatment and when they attempted to remove it by flicking the set, they experienced a separation t the upper pumping segment joint.